Manufacturer narrative:
In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a software error which was addressed in fsn as noted in chapter 6.6. There was no patient or user harm.

Event description:
Can you please record below in the ky2help? Customer reported (B)(4), the c6 turned itself off for several seconds, the (B)(4) was recorded in the event log, the ventilation continued. This ventilator was used on a very sick covid-19 patient and clinicians did not want to take patient off the ventilator as the screen rebooted itself and ventilation was maintained over the screen blackout.